Event description:
Home pt (hp) reports that accidently disconnected self from pt line of homechoice set during dwell 2/4 of apd treatment. Hp reports baxter technician assisted the pt in ending treatment early for evening. No pt injury or medical intervention required per hp.